Event description:
The customer reported, "system not initializing." This issue may refer to the system not being able to boot up. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair inf is unavailable. However, no report of pt or staff injury was reported.